Event description:
It was reported that the metallic tip broke off in the patient.

Manufacturer narrative:
Device not returned for evaluation. If any new information is learned, a follow-up report will be submitted.